Manufacturer narrative:
The investigation of access site bleeding and vt has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-25037. B2; life-threatening should have not been selected. E4 should have been left blank. H6 health effect - clinical code 2095 was inadvertently omitted. H6 health effect - impact codes 4641 and 4647 was inadvertently omitted.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation).

Event description:
The user facility reported a patient with cardiogenic shock from an acute myocardial infarction was implanted with an impella cp device for mechanical circulatory support and developed a hematoma, which was noted upon arrival to the unit, and would eventually expire. The patient underwent left heart catheterization (lhc), and percutaneous coronary intervention (pci) was performed to the circumflex artery (date/timeframe unknown). While in recovery, the patient presented with unstable angina prompting a code heart. The patient experienced ventricular tachycardia prompting defibrillation and intubation. It was discovered from the repeat lhc the patient had 100% re-occlusion of the circumflex artery. Pci angioplasty and stenting were performed via right femoral artery. The patient was hemodynamically unstable, and impella cp mechanical circulatory support (mcs) post pci was initiated via right femoral artery. After the impella implant, upon arrival to the intensive care unit, a hematoma was noted at the access site. Reassessment of angle of entry initiated with femostop support. Critical lab value results noted low hemoglobin at 6 g/dl. The patient received blood products (specifics unknown). However, it was noted the family declined escalation of care, and the patient would subsequently expire approximately 17 hours after start of impella mcs.